Event description:
It was reported to ge that a pt died. With the table in a vertical position, a pt on a stretcher was positioned under the table's tube arm for a thoracic study. The x-ray tech left the room to develop films. The technician heard a noise and returned to the room to find the tube column resting on top of the pt.